Event description:
It was reported that the atral lead exhibited capture threshold of 3.25 v. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.